Event description:
Additional info received from reporter on (B)(6) 2011. Bilateral knee replacements on (B)(6)-2002. Within 2 weeks, did not respond to therapy successfully. Made several emergency room trips due to falls, resulting in stitches. Has affected hips, back and continuing pain, swelling and redness. Mobility very diminished, changed life style 100%. Continue with pain medication. Visited many other orthopaedic physicians with no evidence of resolution.

Event description:
Two weeks after knee replacement surgery, had swelling, pain, limited mobility, walks with a cane. Lots of popping in the knee to the point that it gets stiff and gives out at times. Had several falls due to her knee giving out.